Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 930pm-10pm. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to the start of the alleged issue, the patient claimed she felt symptoms of dizzy and shaking. The patient alleged her symptoms continued after the product issue; however, the patient denied receiving medical treatment. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/26/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.